Event description:
The following information was reported: a patient presented with claudication approximately three weeks after an iliac stenting procedure where the mynx was used. It was perceived that an embolus of mynx sealant created a blockage in the vicinity of the knee. On (B)(6) 2014, the patient received an angiogram and balloon angioplasty treatment. On (B)(6) 2014, after they attempted to restore flow, the patient was sent to another facility where the blockage was opened and the patient was stented. Additional info: there was flow below the knee at the time the iliac stent was placed on (B)(6) 2014 and then a complete blockage just above the lateral condyle. Mynx was deployed on (B)(6) 2014.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1428101) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).